Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high, out of range (oor), shock impedance measurement which caused the device to elicit a beeping tone. Boston scientific technical services (ts) discussed the possible causes, normal values and troubleshooting measures for high shock impedance measurement. Additional information indicated that the physician performed a successful defibrillation threshold (dft) test and the shock impedance measurement remained stable at 102 ohms. No further actions taken as reported. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.